Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultrasoft lancing device had a cocking control issue. Despite repeated attempts, the medical surveillance specialist (mss) was unable to obtain additional info regarding the alleged complaint from the pt. Therefore, the complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue began on the afternoon of two days prior. The cca noted that the pt denied taking any action regarding her diabetes management as a result of the issue. However, the pt claimed she developed an infection from the lancing device. On the afternoon of the same day, the pt reported that she was treated with antibiotics by an hcp during an emergency room visit. It is unknown how the lancing device caused or contributed to the injury. At this time of troubleshooting, the cca noted that there was no known trauma to the reported device. Replacement product was sent to the pt. Although it is unk how the lancing device may have caused or contributed to the alleged injury, this complaint is being reported because the pt alleges that she developed an infection as a result of using the reported device and had to be treated with antibiotics by an hcp after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.